Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report the gripper arms were jerky [clip jumping]. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade 4. During preparation of the clip delivery system (cds), when testing the gripper arms were very jerky [irregular]. Troubleshooting was performed but was unsuccessful. Therefore, it was decided not to use the cds. A new cds was used to complete the procedure successfully. One clip was implanted reducing mr from 4 to 2. There was no patient involvement with the cds and no clinically significant delay in the procedure. No additional information was provided.

Event description:
This will be filed to report the clip arm issue. *fix clip arm wording on supplemental it was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade 4. During preparation of the clip delivery system (cds), the clip arms were very jerky [irregular]. Troubleshooting was performed but was unsuccessful. Therefore, it was decided not to use the cds. A new cds was used to complete the procedure successfully. One clip was implanted reducing mr from 4 to 2. There was no patient involvement with the cds and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The returned device analysis could not confirm the reported clip jumping as the clip was able to actuate smoothly. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed, a cause for the reported clip jumping could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.